Event description:
During surgical procedure, surgeon attempted to inject intraocular lens into right eye using cartridge. Lens appeared to have jammed in cartridge and would not release lens. Another intraocular lens implanted without difficulty.======================manufacturer response for intraocular lens implant, acrysof iq iol 19.5d======================